Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. If new information is obtained or the product is returned, a follow up report will be submitted. No patient incident was reported.

Event description:
The customer reported that the patient had abnormally low heart rate which they did not feel confident about. The patient was placed on a heart monitor and the patient was fine. No consequences or impact to patient were reported.